Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, it was noted that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the electrogram (egm) which inhibited crt pacing and resulted in more than two seconds of asystole. During this time, the patient felt dizziness. The oversensing and inhibition stopped when the programmer wand was removed from the device. A review of the crt-d's arrhythmia logbook did not reveal any episodes recorded due to noise. Printouts containing the episode were sent to boston scientific technical services (ts) for technical assistance. A ts consultant reviewed the strip and discussed that there was noise on the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads resulting in a disruption of the device's timing cycles and resulting in pacing inhibition. The noise observed appeared to be from an external source that was being detected by the wand while the patient was on a real-time telemetry session. The ts consultant discussed troubleshooting to determine the source of noise. No adverse patient effects were reported. Additional information was received from the field representative that when the noise was observed, the patient was connected to an semi-automatic external defibrillator and an ECG scope. The ts consultant discussed that the external defibrillator performs measurements, evaluates wave forms, and injects current, so it is most likely to source of the noise. The manufacturer, model, and serial information on the external defibrillator were not provided. At this time, the crt-d and leads are implanted and in service.